Event description:
Customer reported the power cord has exposed wires. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the power cord. System operates as intended.